Event description:
The customer reported a leak under the modular chemistry side of the unicel dxc 600 synchron system. The customer indicated that ise (ion selective electrode) chemistries failed calibration and qc (quality control) results were out of the established ranges. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered the ise (ion selective electrode) overflowing on the waste tube. The fse found a crimp in the small waste line off the j2 valve going into the large waste line causing the leak. During the service visit, the customer also informed the fse of intermittent suppressed calcium results. The fse replaced the calcium tip for the customer to resolve this issue. Repairs were verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a crimp in the small waste line off the j2 valve going into the large waste line. (B)(4).